Manufacturer narrative:
H1: type of reportable event should be "other" instead of malfunction". This case reports device damage while retracting the stent. As there was no reported breakage or detachment, this case does not meet the defintion of a reportable malfunction according our worldwide regulatory reporting guidelines (md24942) . Therefore and because there was no report of patient harm this event is considered not reportable. The report is being retracted.

Manufacturer narrative:
The reported primary failure mode related to, unable to access treatment site, could not be independently confirmed with the information provided, including device evaluation, and the cause could not be established. While an inability to access the treatment site could not be independently confirmed, the physician reported that there was an attempt to withdraw the viabahn® device back into the introducer sheath once the endoprosthesis was fully introduced. The viabahn® device instructions for use (IFU) state: ¿withdrawing the gore® viabahn® endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis.¿ the reported damage to the endoprosthesis was confirmed during evaluation of the returned device and is consistent with the reported difficulty during withdrawal. The cause of the damage is consistent with the reported actions in the complaint description that do not align with the IFU recommendations for this device.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an aneurysm in the left internal iliac artery with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that the patient had an abdominal aortic aneurysm years before, which was fixed with a bifemoral y-prothesis. Now he has an internal iliac artery aneurysm on both sides and the one on the left side was the one which was treated at this event. It was reported that a 9fr sheath was used and access was made retrograde from the left side with a 260 cm long 0.035¿ amplatz stiff guidewire. The guide wire was well placed into the internal iliac artery and the physician put the first viabahn-device over the wire to get to the lesion. It was stated that the viabahn-device could be advanced into the external iliac artery, but not into the internal iliac artery. The physician wanted to pull back the prosthesis into the 9fr sheath, but that did not work, as the viabahn-device got stuck and was damaged. After a few attempts he was able to remove the sheath together with the viabahn-device out of the patient. Reportedly, a 65cm long 9fr cook flexor sheath was put into the patient and another 9 mm x 15 cm viabahn-device was used to fix the aneurysm. There was no report of patient harm and the patient is doing fine.

Manufacturer narrative:
Engineering evaluation: the entire device was returned with a sheath. The deployment knob is attached to the hub. The distal shaft is kinked. The endoprosthesis has several outwardly flared apices. The endoprosthesis is shifted distally which supports the complaint of difficulty withdrawing the device. The deployment line is fully intact. The outer zipper is deployed 4 cm which is consistent with the endoprosthesis being shifted distally while the deployment line remains attached to the hub. The deployment line appears to have damage along the zipper due to an unknown interaction. The manufacturing records were reviewed, and the device lot met all pre-release specifications. This evaluation of the returned product supports the reported difficulty advancing and withdrawing the device through the introducer sheath. The cause of the reported advancement difficulty could not be confirmed.